Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed and could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed another one to continue the surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2024, d4: batch # e230000384. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec45a device was returned in opening position with no apparent damage and with two ecr45d reloads (b and c) present. The reload(b) was received partially fired 1/10, and the reload(c) was received fully fired. After further inspection, it was noted that the knife was partially advanced. The knife was returned to the home position and then, the returned device and reload(b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. During the functional test, the device could open normally noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the knife partially advanced when the device was in the opening position. Although no conclusion could be reached on the cause of the reported event"difficult to open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described as "difficult to open" could not be confirmed as the device could open normally noted. Device history review a manufacturing record evaluation was performed for the device batch e230000384, and no non-conformances were identified. The assembly batch e230000384 is used to produced finish good batch e23080032,a manufacturing record evaluation was performed for the device batch e23080032, and no non-conformances were identified.